Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing and shocks due to atrial fibrillation with rapid ventricular response. Technical services (ts) recommended possible medication. The ICD remains in service. No additional adverse patient effects were reported.